Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The patient stated that she awoke from a nap and the pump felt hot. The patient noted that the battery felt hot when she removed it. There was no physical damage noted to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history revealed that the battery voltage dropped on (B)(6) 2012. No physical damage was observed to battery cap or battery compartment. The pump powered on to ¿verify¿ screen with no issues noted. The pump was primed and exercised with no overheating observed. An external power supply was used to confirm that all current draws were found to be within specification. The pump was opened and no moisture ingress was noted on the pcb; no intermittent issues were found to the power circuit or power flex.